Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose level ranged between 43-high mg/dl. Customer consumed carbohydrates and administered manual injections to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.